Event description:
It was reported that it was unclear why the carelink quick look report shows only one non-sustained ventricular tachycardia (nsvt) episode, when there are more episodes labeled as supraventricular tachycardia (svt). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.